Event description:
The pt reportedly experienced intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. The pt continues to be monitored.